Manufacturer narrative:
Correction: per the clinic, the device was explanted on (B)(6) 2013; not (B)(6) 2012, as previously reported. During the same surgery, the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to incorrect receiver/stimulator placement. The device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same procedure.